Event description:
It was reported that the device over-heated during a case. The procedure was completed using the same drill. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device.